Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt increase in pacing impedance (>3000 ohms). Boston scientific technical services was contacted and discussed potential causes of impedance increases, but no specific device data was provided. Additional information has been requested regarding the specific lead and healthcare facility information, but has not yet been received. At this time, the rv lead remains implanted and in-service. No adverse patient consequences were reported.